Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visit to emergency room and hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 501 mg/dl at time of incident. Another blood glucose level was 107 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. It was unknown whether an auto mode feature was active or not at time of high blood glucose event. Customer stated that the display returned after troubleshooting. The device will not be returned for analysis.